Event description:
Olympus was informed that the customer high-definition autoclavable camera head was inspected and found the ¿image is not coming with the high-definition autoclavable camera head only flickering is coming in vision.¿ the problem found during preparation for use. No death, injury or harm was reported.

Manufacturer narrative:
The referenced device was returned to the olympus service/repair center. The customer¿s reported problem was not confirmed or duplicated during inspection and testing as the image functioned appropriately. The inspection found the cable unit has a cut attributing to air/water leakage. The coupler has corrosion. The focus switches were dirty and there are there are more than 10 white colored dots on the image. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the corrosion or flickering image could not be determined. It is possible that an image temporarily failed to display because of a temporary communication failure due to water or moisture having entered from the cut on the cable. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿ never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.